Event description:
Sterile processing discovered oil leaking from inside the attachment. Case type / application: no associated procedure.

Manufacturer narrative:
Reported issue ¿ oil was found around the outside and on the mics side of the attachment. Product inspection ¿ visual inspection confirms the saw attachment shows signs of geese. Product history review - review of the product history records indicates devices were manufactured under catalog # 212186 ln: 35010816 and were accepted into final stock with no reported discrepancy on with no reported discrepancies. Complaint history review ¿ a review of complaints in catsweb and trackwise related to catalog # 212186, ln: 35010816 shows 01 additional complaint(s) related to the failure in this investigation. Nc/CAPA history review - a review of stryker¿s nc/CAPA database indicated there have been no nc and CAPA associated with the product and failure mode reported in this event. Conclusion ¿ the event was confirmed via visual inspection. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened. Preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved, and no actual or potential patient harm existed for the alleged event. No additional investigation or specific actions are required.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Sterile processing discovered oil leaking from inside the attachment. Case type / application: no associated procedure